Event description:
A user facility reported to olympus a broken forceps cap on oes cystonephrofiberscope. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of broken forceps was confirmed. The forceps channel port was detached due to physical stress. The following additional findings were also noted: bending angle in up direction does not meet the standard value, sticky control unit due to water leakage, sticky up/down angulation lever plate, and significant breakages of the image guide bundle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken forceps was physical stress. Olympus will continue to monitor field performance for this device.